Event description:
The sheath was left in place to infuse tpa overnight. Sheath was placed at 8:45am. Heparin and tpa drip was started through an infusion catheter inserted through the sheath at 10:11am. Upon checking on the patient's sheath the next morning, it was noted that all portion of the outer sheath which was left in the patient's body was gone, revealing just the inner core. Update per maude report provided by the customer - "the patient presented to the hospital for procedure related to follow up of right leg angiogram following thrombosis, catheter directed by the hospital's vascular surgeon. The patient was admitted to the intensive care unit. The procedure follow up was described as "the cragg-mcnamara catheter was removed over a bentson wire after first advancing the sheath into the iliac on the right. Through the sheath, the right leg runoff was performed. A starkos procedure was attempted, but the sheath malfunctioned when trying to remove it, and one of the inner coiled wires on the inside of the sheath became detached." The event was further described as "betadine solution and left intake for surgery. The vascular surgeon performed an angiogram of the right (crossover) leg. During removal of the bentson wire it was noted that the wire coiling from the sheath came out on the bentson wire. The patient was examined with fluoroscopy by the vascular surgeon, no retained foreign body noted." During the removal of the wire, the bentson wire was removed as well, and standard pressure was held for 15 minutes. Sterile dressing applied and taken to recovery room in stable condition. No complications were reported." Fluoroscopy was performed on (B)(6)2014 with no foreign body retained.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Manufacturer narrative:
Catalog # kcfw-6.0-18/38-45-rb-anl2-hc. (B)(4). Common device name: introducer, catheter. Catalog # kcfw-6.0-18/38-45-rb-anl2-hc. Investigation- evaluation: a review of the complaint history, manufacturing instructions, quality control and a visual inspection of the complaint device was conducted for the purpose of this investigation. Manufacturing instructions are implemented to make sure that delamination does not occur. Quality control is implemented to ensure that the device is not damaged and is manufactured to standards. An examination of the product was conducted. At the beginning of the examination, it was noticed that the product had previously been examined as evidenced by the cuts made along the sheath length to examine to the inner features. It was observed that the sheath had been cut into multiple segments. The proximal segment had the sheath flare and measured 11.5 cm in length using a meter scale. The distal segment had the sheath tip and measured 24 cm in length using a meter scale after the curve was flattened. There were also smaller segments that appeared to be a cut down the middle with a sharp edge for examination purposes. The cap was found disassembled from the check-flo body and it appeared the parts were disassembled by a pair of pliers. A wire guide was included and no damage was observed to its exterior. A long segment of the flexor sheath coil was found concentrically wrapped around the wire guide in a helical manner. The sheath proximal segment did not have its inner coil attached. The tnrt of the sheath proximal segment was not present and was likely damage/peeled out during the complaint event. Small kinks were noticed throughout the segment's length and the distal 2 cm were crumpled/accordioned. Approximately 1.5 cm from the distal edge, the inner diameter of the sheath was blocked by a hard, unknown object. No defects or unusual findings were observed with the sheath flare. The sheath distal segment had its inner coil and tnrt attached. Approximately 1.5 cm of coil and tnrt were protruding out of the proximal end of this segment. No damage to the exterior or tip of the sheath was observed. During the examination, small particles with a white/gold granular appearance would fall out of the sheath segments. Larger particles would occasionally fall out and they appear a transparent, yellow, crystalline appearance. It is believed that this material is a solidified agent that was injected through the sheath while it was in use during the medical procedure. An endoscopic camera was used to examine the inner features of the sheath segments. The camera confirmed the presence of a large particle/object wedged in the sheath and the absence of the tnrt. The camera confirmed the presence of the coil and tnrt in the sheath distal segment. However, there were several locations along the length of the sheath that had evidence of delamination in the form of wrinkles, bubbles, and frays. It is possible that the delamination observed inside of the distal sheath segment is indicative that delamination elsewhere in the sheath caused the failure. As part of cook incorporated¿s quality system procedures, each complaint is investigated and as part of the investigation, risk is assessed, based on severity, detect-ability and occurrence. Based on this analysis, action taken may include the following: continued monitoring of similar events, corrective action or preventative action. We will continue our monitoring of similar complaints and have notified the appropriate internal personnel. (B)(4).

Event description:
The sheath was left in place to infuse tpa overnight. Sheath was placed at 8:45am. Heparin and tpa drip was started through an infusion catheter inserted through the sheath at 10:11am. Upon checking on the patient's sheath the next morning, it was noted that all portion of the outer sheath which was left in the patient's body was gone, revealing just the inner core. Update per maude report provided by the customer - "the patient presented to the hospital for procedure related to follow up of right leg angiogram following thrombosis, catheter directed by the hospital's vascular surgeon. The patient was admitted to the intensive care unit. The procedure follow up was described as "the cragg-mcnamara catheter was removed over a bentson wire after first advancing the sheath into the iliac on the right. Through the sheath, the right leg runoff was performed. A starkos procedure was attempted, but the sheath malfunctioned when trying to remove it, and one of the inner coiled wires on the inside of the sheath became detached." The event was further described as "betadine solution and left intake for surgery. The vascular surgeon performed an angiogram of the right (crossover) leg. During removal of the bentson wire it was noted that the wire coiling from the sheath came out on the bentson wire. The patient was examined with fluoroscopy by the vascular surgeon, no retained foreign body noted." During the removal of the wire, the bentson wire was removed as well, and standard pressure was held for 15 minutes. Sterile dressing applied and taken to recovery room in stable condition. No complications were reported." Fluoroscopy was performed on (B)(6) 2014 with no foreign body retained.